Manufacturer narrative:
Reported event an event regarding disassociation and wear involving an metal head was reported. The event was confirmed via photographs provided. Method & results: product evaluation and results: visual inspection: the device was not returned; however, photographs were provided for review. These images clearly show the device in a disassociated and used state, with significant wear evident on the trunnion, and typical wear patterns from implantation and explantation. Based on this evidence, the event can be confirmed clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusions: it was reported that the patient was revised due to disassociation and wear. The device was not returned; however, photographs were provided for review. These images clearly show the device in a disassociated and used state, with significant wear evident on the trunnion, and typical wear patterns from implantation and explanation. Based on this evidence, the event can be confirmed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The subject device has been identified to be within scope of a nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient had a right hip revision due to pain, noise in hip and the head disassociating from the stem.